Event description:
Subsequent to the initial MDR, additional information has been provided. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on approximately (B)(6) 2026, the patient was hospitalized due to a sensor malfunction. The patient did not specify the exact issue and he declined to provide any details about the event. At the time of report, the patient¿s condition was unspecified. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.